Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was foreign materials in the auxiliary water channel, and the foreign materials were removed by engineer. Additionally, the instrument channel tube had leakage, and the switches were aged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during reprocessing for gastroscopy procedure, the auxiliary tube was clogged on the evis lucera gastrointestinal videoscope. There was no delay reported. The facility finished the case with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: precleaning was not performed immediately after a procedure. Therefore, removal of foreign material was difficult. Reprocessing of the auxiliary channel was insufficient. Except sterilization [non-approved-use] water was used for flushing water. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only)" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only). Nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.